Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline comm fault was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, two log files (B)(4) were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 10 days (on (B)(6) 2020 per timestamp). Driveline comm fault alarms coincident with internal fault code f19, comm_a fault, were active on (B)(6) 2020 at 00:51:50 ¿ 11:01:55. Driveline comm fault alarms coincident with internal fault code f20, comm_b fault, were active on (B)(6) 2020 at 04:24:46 ¿ 09:03:05. These alarms were active on both battery power and the power module. These alarms cleared on their own shortly after activating. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding if any equipment was exchanged, the lot number of the mod cable in use at the time of this reported event, when this happened before, the status of the patient, and if the controller would be returned for analysis. To date, no response has been received. A root cause for the driveline comm fault was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline comm fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Referenced MFR: 2916596-2020-05321. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # (2916596-2020-05321). It was reported that the patient had driveline communications fault alarms. The site reported that the alarms cleared. The log file captured intermittent comm faults starting on (B)(6) 2020 which continued to increase in frequency for the remainder of the file. It was recommended to monitor for future alarms or to exchange out the modular cable and controller to see if this resolved the issue. It was reported that the vad readings were not effected as the other wire in the comm lines was intact. The plan of care was to exchange the modular cable and controller.